Manufacturer narrative:
We are in a process of reviewing information gathered. Additional information will be provided upon investigation conclusions.

Event description:
It was reported to an arjo representative that there was an incident with the involvement of maxi sky 600 and passive clip sling. It was stated that at the initial phase of patient's transfer, when resident was lifted out of the bed, right leg clip detached from the spreader bar attachment point. Following information provided, the patient was restless and in a state of opposition during the lifting procedure. As the consequence of the event the resident fell off the sling and sustained femur fracture and ecchymosis on the left eyebrow.

Manufacturer narrative:
It was reported to an arjo representative that there was an incident with the involvement of maxi sky 600 ceiling lift and passive clip sling. It was stated that at the initial phase of patient's transfer, when resident was lifted out of the bed, right leg clip detached from the spreader bar attachment point. Following information provided, the patient was restless and in a state of opposition during the lifting procedure. As the consequence of the event the resident fell off the sling and sustained femur fracture and ecchymosis on the left eyebrow. Model and serial number of involved sling remains unknown, so manufacturing details of its cannot be established with certainty. Based on the photographic evidence, it was indicated that the sling involved was fitted with black ¿key-hole" clips type. Production of slings with this type of clips has stopped around 1999. Therefore, at the time of an incident sling in question might have been over 18 years old. After the event there was a device evaluation conducted by an arjo qualified representative. The sling in question was found to be ¿very old but in a general acceptable condition¿. It was also stated that sling clips were partially worn. Due to their wear, they could no longer hold tight to the lift spreader bar attachment points (pins). Sling in question was taken out of service. No malfunction regarding the lift was reported. Each component is subject to wear, therefore should be checked regularly. In the course of the investigation it was concluded that the regular use of the sling most likely contributed to the clip wear which might have led to the clip detachment. If the caregiver follows every guideline given in the device IFU, there is a low possibility of any potentially risky situation to occur. Following the lift instruction for use (IFU) for maxi sky 600 (001.14150.33.en rev. 4) the sling should be discarded after two years lifetime, or before that, when damaged: "the expected operational life for fabric slings and fabric stretchers is approximately 2 years from date of purchase. The life expectancy only applies if the slings and stretchers have been cleaned, maintained and inspected in accordance with the "arjo sling information documents." Additionally, IFU informs the user step by step how the lifting procedure shall be performed. According to the crucial information provided in the IFU: ¿before lifting the resident, make sure that all straps are attached to the spreader bar.¿ ¿important: always check that the sling clips are correctly attached and remain in tension as the weight of the resident is gradually taken up.¿ the labelling for the lift device also indicate the system should be used by trained personnel that are aware of the IFU contents. Based on product knowledge and previously made simulations we can state that a sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go down as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. According to all information gathered during investigation it lead us to the conclusion that regular use of the sling most likely led to wear of the sling and specially of the clip which detached from the device spreader bar during patient transfer. The system - ceiling lift and passive clip sling was used for the patient¿s care and in that way contributed to the alleged event. No defect has been found within the lift, however patient fall and detachment of a partially worn clip occurred and from that perspective the system did not work as intended. We decided to report this complaint to the competent authorities due to the circumstances: clip detached during transfer causing patient to fall and sustain serious injury.